Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegations was not confirmed. The product analysis was solely based on the available information. Based on the results of the investigation and information obtained from this complaint, the most probable cause was not established. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head malfunctioned and displayed blurry and hazy image. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.